Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter reported via telephone call that the insulin pump alarmed for a button error during basal delivery. The blood glucose reading was 49 mg/dl. The customer treated with a honeybun. The daughter reported that the customer had been cutting grass prior to the alarm. The daughter was unable to troubleshoot for low blood glucose due to the button error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.